Event description:
During a superior cerebellar artery (sca) aneurysm coiling procedure, it was reported the placement of the last 5 mm of this coil in the aneurysm caused a previously placed coil to protrude out of the aneurysm.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.